Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level was 404 mg/dl. The customer reported that the pump was not displaying the bolus wizard feature. And the act button doesn't seem to be working. The insulin pump will not be returned for analysis. Frn-unk-rsrvr, unomed unk.